Manufacturer narrative:
No button error alarm. Intermittent button response due to flattened esc keypad dome. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's health care provider reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 52 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.